Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported to olympus for evaluation and the customer's allegation was confirmed. The image guide bundle was severely broken and the flexible tube of the insertion section was crushed. In addition to the findings, scratches were found throughout the device, the bending angle was insufficient due to an elongated angle wire, the forceps channel was collapsed preventing forceps from being inserted and preventing the cleaning brush from being inserted smoothly. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported on behalf of the customer, the image guide on the evis lucera bronchofibervideoscope was bent and the corrugated tubing had buckled. During the inspection and testing of the returned device, the coating of the image guide tube was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.